Manufacturer narrative:
Based on the device evaluation results, the side rails damage were caused by the collision of the side rail panel with the width extension frame. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side rail panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. 11, extract attached): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also include information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the partial detachment of the side rail.

Event description:
The citadel plus bed frame was picked-up from the customer and quality control checked by arjo representative. During the test it was observed that the right-hand foot-end side rail panel was detached, all 4 screws holding the panel to the metal plate were ripped off. Moreover, lower and upper arms that are parts of the side rail assembly as well as extension frame were bent. The bed was not in use by the patient when the issue was detected. No injury was claimed.